Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was stated that the issue was resolved without sequela on (B)(6) 2021.

Manufacturer narrative:
Continuation of d11: product ID neu unknown lead. Lot# unknown . Product type lead d11: updated complaint device to unknown lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had a brain abscess lesion on the left thalamus, intern capsular and lenticular nucleus. Additionally, the patient had asthenia, dysarthria, speech and balance disorder. It was also reported the patient had an infection. The system was explanted and not replaced on (B)(6) 2020. The event resulted in in-patient hospitalization, an emergency, visit, urgent care visit, and an unscheduled clinic or office visit. The event was possibly related to the device or therapy and it was possibly related to the implant procedure. The issue has not been resolved and is ongoing. Additional information was received indicating the event was related to the implant procedure, it was previously reported as possibly related. Additional information was received indicating the patient did not have an infection. It was also reported the patient had an unusual headache, gradually worsening dysarthria on three days, and the walk was disorderly due to inferior right member deficit during one week. Furthermore, it was indicated the event was not related to the implant procedure. Additional information was received indicating the cause of the abscess was not determined. Due to the reported symptoms of asthenia, dysarthria, speech and balance disorder, an MRI was prescribed, which showed brain abscess. The issue was confirmed to be ongoing.